Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a malfunction of the lcd was observed. The manufacturer's investigation is not complete. A follow-up report will be submitted when the manufacturer's investigation is complete.